Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of a user error was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis. No products or device logs were returned for investigation.

Event description:
It was reported that the antibiotic infusion was programmed as primary instead of secondary. Because of this, the patient reportedly did not receive the entire dose. This issue was reported to bd interoperability consultant during site visit. There was patient involvement but unknown impact.

Event description:
It was reported that the antibiotic infusion was programmed as primary instead of secondary. Because of this, the patient reportedly did not receive the entire dose. This issue was reported to bd interoperability consultant during site visit. There was patient involvement but unknown impact.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.